Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.

Event description:
It was reported that the atrial lead exhibited noise and a decrease in impedance from 470 at implant to 290 ohms. The patient would be monitored.